Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry with the remote monitor during a manual transmission. It was suspected that the ipg battery was at end of service (eos). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.